Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges that the patient suffers from pain and extreme weakness in his hip and quadricep. Doi: (B)(6) 2006- dor: none reported (unk side). Patient is a resident of (B)(6). Update: 8/5/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2013450 and 2083820 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
(B)(4). Added: exp. Date and UDI.